Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient was admitted to the hospital with a pulmonary embolism. The patient was treated with heparin and his system remains implanted. Follow-up indicated the issue had resolved and the patient reported effective stimulation.